Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. The incident was received by an abbott vascular rep with only a note stating, "unk failure occurred." The device was removed and a second proglide was used to achieve hemostasis. No adverse pt effects were reported. Add'l device info was requested but was not provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.